Event description:
Report received of an over-delivery of morphine due to an operator error in programming the device. An unspecified concentration of morphine was to be infused at an unspecified rate on line b. According to the report co received, line b was set at the intended infusion rate for line a, resulting in an over-delivery of morphine. The intended rate of infusion for line a was not specified. There was no reported adverse effect to the pt. Multiple unsuccessful attempts have been made to contact the customer for additional info.

Event description:
The customer was contacted for additional info. It was reported that after the over-delivery event, the pt was transferred to critical care and then back to a regular floor. The pt expired at an unspecified later date, unrelated to the over-delivery event. The pt reportedly expired "due to the progression of his illness". No additional info was available.